Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; cracked battery compartment with moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: on examination, the battery compartment was found to be cracked above the grip pad. On investigation, there was moisture leakage into the battery compartment. The pump was opened for investigation; there was no moisture inside the pump's interior compartment. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.